Event description:
The pt was implanted with a prodisc-c at c4-c5 in 2011. The pt has been very ill over the last 2 months. The source of the illness has not been determined and the possibility of an allergic reaction to the implants is being looked at as well as other possible options. No determination has been made as to if or when the implant will be removed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.